Event description:
During the procedure the gdc 10-ultra soft stretch resistant coil synerg detection circuit fractured. Another was used and the procedure was finished successfully. No patient complication was reported as a result of this event.